Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose level of 54 mg/dl. The meter was reading was 45 mg/dl. The customer stated that the sensor was telling her she was 349 mg/dl and when she just checked blood glucose on the meter was saying 140 mg/dl and so she checked blood glucose on old meter and it was over 300 mg/dl. The product was not returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.